Event description:
Customer reported that the reference lines are not staying synced on MRI knee. Customer has a 2x2 display and drags the sagittal series to the top two viewports and puts the 2 coronal series on the bottom 2 viewports. The display protocol will then automatically link the like series. Customer then holds down the "shift" key and advances the top left sagittal series. When customer lets go of the "shift" key the reference line pops back to the center of the image on the coronal. At this point the reference lines are inaccurately depicting the location of the linked series. Customer reports that due to this issue, they are unable to do an accurate interpretation of studies thus directly impacting patient care.

Manufacturer narrative:
On the december 15, 2025, philips received a communication from the FDA (mw5179300) with an indication that customer submitted a MDR report. Philips re-evaluated the issue and has started an investigation of this complaint.